Event description:
It was reported that revision surgery was performed due to mismatch in head & cup implant sizes. The patient was originally implanted with a 50mm bhr femoral head (packaged as color red) with a 56mm acetabular cup (packaged as color grey). The patient was revised to a 56mm acetabular cup (packaged as color red).

Manufacturer narrative:
Based on the information supplied, this patient was implanted with mis-matched femoral head (label colour coded red) and acetabular component (label colour coded grey). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices has contributed to the need for revision surgery.